Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that barrel on the usb cable was melted and would not charge the pump. The customer's blood glucose level was 125 mg/dl. Reportedly, an alternate usb cable was used to charge the pump.